Event description:
As reported, the mynxgrip advancer tube didn't advance properly when shuttling down. The device and cordis 6f 11cm avanti sheath were removed, and hemostasis subsequently achieved with manual compression. There was no reported injury to the patient. The physician was a trained user of the mynx grip device. The device was stored properly. There were no anomalies noted prior to use. The device was prepped per the instructions for use (IFU) and done so without difficulty. The device storage temperature did not exceed 25 °c as it was stored in the proper temperature. There was no resistance entering the sheath. The sheath was not kinked or bent. The sealant was not stuck to any of the components. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the mynxgrip advancer tube didn't advance properly when shuttling down. The device and cordis 6f 11cm avanti sheath were removed, and hemostasis subsequently achieved with manual compression. There was no reported injury to the patient. The physician was a trained user of the mynx grip device. The device was stored properly. There were no anomalies noted prior to use. The device was prepped per the instructions for use (IFU) and done so without difficulty. The device storage temperature did not exceed 25 °c as it was stored in the proper temperature. There was no resistance entering the sheath. The sheath was not kinked or bent. The sealant was not stuck to any of the components. The device was not available to be returned for analysis. The product history record (phr) review of lot f2310201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.